Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported customer had been experiencing elevated blood glucose (bg) the "past few days" bg's were reported at 400 mg/dl to 600 mg/dl. Contact spoke with physician who advised to take customer to the emergency room. It was reported the customer had strep throat. Customer was treated with medication for infection along with fluids and released after a few hours. They physician requested a change to the customers insulin pump carb ratio settings and medication to treat the strep throat. Contact reports customer bg levels are back in target.